Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented in the hospital. Upon interrogation, the pacemaker was noted with mode switch episodes showing functional atrial undersensing due to pvab. No programming changes were made to address the functional undersensing because when pvab was shortened (temporarily), far-field r wave oversensing was noted. Far-field r wave oversensing was not present on the device with the currently programmed parameters, only when using temporary programming. The patient was stable immediately after the interrogation.